Manufacturer narrative:
Actual device not returned. Actual device not evaluated. No results available since no evaluation on actual device performed. Review of lot records/work orders, prior reports. No issues were noted.

Event description:
After successfully deploying a bifurcated device the physician marked the appropriate anatomical landmarks and fixed the c-arm. The physician advanced a 34 mm aortic extension; however while advancing the table position was changed. Another angiographic image was taken, the image was taken low and the radiopaque marker band of the afx introducer system was not seen. The physician unknowingly advanced the delivery system too far past the renal arteries and began the deployment of the aortic extension. The physician attempted to use the sheath and inner core to pin the stent graft and pull it down; however the physician inadvertently fully deployed the aortic extension which covered the renal arteries. The physician tried to pull the aortic extension down first by snaring the contralateral guidewire and secondly by inflating a balloon inside the aortic extension to pull it down; both methods attempted were unsuccessful and the physician elected to convert to an open repair. Both the bifurcated stent graft and the aortic extension were removed and the open repair was completed without further complications. The patient was reported to tolerate the procedure well. The explanted devices were not retained by the facility.

Manufacturer narrative:
Use error contributed to event, the instructions for use (IFU) indicates catheter advancement should be performed under fluoroscopic guidance. The IFU also indicates the inaccurate placement, inadequate fixation and/or incomplete sealing or the afx stent graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal arteries. Improper component placement resulting in inadvertent occlusion of the renal arteries is a known risk of the procedure. Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.